Manufacturer narrative:
(B)(4). Sv 3.0b. On (B)(6) 2021 customer returned pump for an alleged low battery alert, failed batt test alarms, rewind anomaly. Pump received with horizontal line anomaly on display. Pump monitored for a day. The stop (idle) current and run current measurement tests are within specification. Pump passed rewind test, displacement test, self test and passed off no power test. No unexpected battery power loss, low battery alarms noted during testing. Pump history download using thds was successful. However, there is no data available on 16-apr-2021, unable to perform data analysis for low battery alert, failed batt test alarms complaint. Swapping out test boards confirms missing segment/partial display, problem isolated to lcd board. The following were noted during visual inspection: cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unit passed all required test. Low battery alarm, failed batt test alarm and rewind anomalies not confirmed. However, received with missing segment/partial display, problem isolated to lcd board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received error for rewind insulin pump. Troubleshooting was performed. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.